Event description:
It was reported that the patient has expired approximately after implant duration of 0.03 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.